Event description:
Additional information received on 27-apr-2021: both tubing sets were used with the same patient/case. No injury or intervention.

Manufacturer narrative:
Additional information b5, d5, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Item was disposed of at manufacture, too dirty and contaminated to clean. Performed investigation without device. One picture was attached to complaint to use in the evaluation: from pictures it was observer drops of water all over the product, no leak was identified in the picture. No units were received to perform testing/inspection. The complaint was not confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of reported issue could not be determined after the picture evaluation. No actions were taken, corrected data: d1, d2, g1.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the drip chambers on the level 1 trauma fast flow disposable were leaking around the top of the chamber by the spike. The product problem occurred during patient use but did not cause or contribute to any adverse patient health effects.